Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted. No additional adverse patient effects were reported.